Event description:
In 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography using a stonetome sphincterotome was performed (pt age, gender and weight unk). According to the complaint, during the procedure, one end of the cutting wire "detached." The physician removed the device and successfully completed the procedure with a second stonetome sphincterotome. At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
Although the complainant indicated that the suspect device will be returned for eval; the device has not been received. Therefore, a failure analysis is not available and the relationship between the device and the event is undetermined. The sept. 2007 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.